Event description:
The physician reported that the device was placed due to a stricture caused from radiation treatment for a rare form of leukemia. The physician chose a 23mm device to prevent migration. The device was placed through the ge junction. Placement was difficult due to pt anatomy. On (B)(6) 2013, the pt went to the emergency room due to coughing up blood. During an endoscopic procedure, it was noted that the stent had migrated 1cm above the ge junction. The physician could see blood and blood clots in the stomach and a blood clot on the distal end of the device. They visualized the pylorus and it looked good. They pulled the scope back a little, and the pt began to bleed extremely fast. The pt was not recoverable and expired. Implant date was not provided. Device will not be returned for eval.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The eval is in process. A follow-up report will be submitted when the eval has been completed.